Event description:
Procedure type: open heart. According to the reporter: next day post-operatively, the pt was in the ICU and the straight needle broke off. This occurred at the orange wire. The operating room staff attempted to remove some of the orange coating to expose the underlying stainless steel twisted wire to make a new connection to the pacing device. Additional info was received on 07/21/10 that the wires would not function properly and they could not obtain a charge - the pt had to be brought back into the operating room and a permanent pacemaker was placed. Account is unsure if this was to do with the temporary pacing wire not working or if the pt regardless, was going to require a permanent device.

Manufacturer narrative:
(B)(4).